Event description:
An international affiliate reported, that the light blue part of the transfer set cracked and did not open properly. No patient injury or medical intervention was reported.

Manufacturer narrative:
.